Event description:
Patient presented to the physician with migration of the ipg within the pocket. Physician brought the patient into the operating room in an attempt to re-suture the ipg. Upon opening the chest incision, purulent discharge began draining from the site. Physician removed the ipg, flushed the pocket with a wound irrigation solution, reinserted the ipg into the pocket, re-sutured, placed a penrose drain, and closed. The patient was admitted for observation and placed on IV antibiotics. Physician brought the patient back to the or three days later, for system removal due to infection concerns at the chest incision site. Upon removing the entire inspire system, the physician also observed purulent discharge around the stimulation cuff. Physician flushed both incision sites with wound irrigation solution, placed penrose drains, and closed.